Manufacturer narrative:
Evaluation summary. The company representative was unable to find an issue which could have contributed to the reported event. However, the phaco handpiece was returned for evaluation. The handpiece met specifications at the time of release. Phaco handpiece received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The ground resistance of the handpiece was measured and found to be within specifications. The handpiece was then primed and tuned without error on a calibrated console. The handpiece was run successfully at 100% power on the system for 5 minutes. Finally, stroke measurements were attempted on the dynamic tuning fixture (dtf). However, the handpiece failed tuning several times. The sample was opened and evidence of moisture ingress was apparent. The root cause of the reported event can be attributed to a component failure as a result of moisture ingress. (B)(4).

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that a phaco handpiece did not provide ultrasounds before a cataract surgery with intraocular lens (iol) implant. The handpiece had been calibrated successfully but when tested before use in patient, there was no evidence of ultrasound. Another handpiece was use to complete the procedure. There was no patient impact. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the patient who underwent surgery on (B)(6) 2015.